Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed with pictures. Visual examination of the provided pictures identified the strike plate weld fractured from the body. The device has multiple impact damages indicating the use of the device. The compression spring came off the device. The device has an approximate field service age of 2 years. It is unknown how many times the device was used. No product was returned; a dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign county: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the hospital had a broken instrument. Attempts have been made and additional information on the reported event is unavailable at this time.